Event description:
Ous MDR - during a follow-up in (B)(6) 2015, it was noted there was an increase of pacing threshold and noise which was classified as vf due to ventricular oversensing. On (B)(6) 2016, the impedance values and detection of the lead were ok, but the pacing threshold increased to 3.5 v@1ms with output programmed 6v@1ms. Patient has own cardiac rhythm 100% of time. During a routine explant procedure for early eri, the connection of the lead with the ICD was checked and it seemed to be correct. The threshold values taken with the psa were still high and unstable so it was decided to abandon this lead and to implant a new tachy system. While implanted there was 122 episodes of noise, classified as vf, of which only one was treated. A ventricular sensitivity of 0.8 mv was programmed and a single vf detection zone was defined in tachy therapy from 210 bpm and with persistence of 10 cycles.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. Pacing threshold trends are not available for this lead but intermittent oversensing of low-amplitude background noise can be confirmed. Based on the frequency and intermittency of the noise external electrical fields should be taken into consideration. Should additional information or the device itself become available for analysis, the investigation will be updated.